Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a complete atrio-ventricular (av) block which the physicians suspected to be transient. After full release of the valve, the av block also transitioned to a left bundle branch block (lbbb). It was reported the cavb was temporary during surgery. The patient was scheduled for follow-up. No additional adverse patient effects were reported. Additional information was received that the patient experienced complete atrio-ventricular (av) block folloing the valve implant. An external pacer was used for one day. The completed avb returned six days later, therefore a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.